Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During evaluation, the reported issue could not be confirmed. The device was found to meet the pressure set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the high flow insufflation unit had low air flow and the set pressure was not reached. The customer reported this was identified during inspection prior to use. The procedure was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.